Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 55mm type b thoracic aortic dissection using aortic zone 2. It was reported the procedure went well and there was no contrast seen at the end of the procedure or on the first follow-up visit. One week later the patient complained of a fever. A CT was performed which showed a retrograde type a dissection between the stent and the anterior wall of the thoracic vessel. Emergent treatment was performed and the patient underwent an ascending aortic arch replacement and the valiant navion was connected with an artificial blood vessel. As per the physician the cause of the event was anatomy. It was commented that the entry point was a little diagonally close to the landing zone. It was thought that surgical treatment might have been a more favorable option but the patient opted for a tevar. The physician commented that this would happen if the device did not land on a healthy blood vessel. No additional clinical sequalae were provided and the patient is fine.